Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient alleged burning/smoke/electrical odor, smoking. In addition, the patient also alleged runny nose and eye irritation. There was no report of serious or permanent patient harm or injury UDI related data quality updates only. Previously section d4-product UDI was incorrectly reported. In this report, the following sections have been corrected. Section d4 have been updated with additional information.

Manufacturer narrative:
H3 other text : device has not returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient alleged burning/smoke/electrical odor, smoking. In addition, the patient also alleged runny nose and eye irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.